Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and due to the sensor wire being detached from the housing puck and not returned, a sensor wire break cannot be confirmed. A definitive root cause could not be determined.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient a possible broken sensor wire on (B)(6) 2014. Patient claimed that after insertion of new sensor, they experienced the reading error symbol as well as some discomfort. Patient proceeded to remove sensor pod from abdomen. While on the phone with technical support patient claimed the sensor wire fell from the applicator. Foreign distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).